Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was an overdischarge. The patient indicated that the system never worked because they would turn it on and it would not stay on for more than five minutes. The rep believed that the device had been dead for at least six years or more. It was stated that the patient had somewhere to go on the day of the report. It was discussed that they would likely need to set aside an entire day to preform the physician mode recharge (pmr)s back to back, if not done back to back the progress would be lost. It was stated that the rep would try on the day of the report to see if it would work. Additional information was received from the rep on (B)(6) 2016 indicating that the implantable neurostimulator (ins) was brought out of overdischarge but it would not hold a charge, after approximately a minute, maybe less, the ins would be discharged again. It was stated that the patient would be scheduled for replacement. Other relevant medical history includes failed back surgery syndrome. If additional information is received, a follow-up report will be sent.